Manufacturer narrative:
The customer has been asked to return the AED to cardiac science for evaluation. The customer has been sent to replacement device.

Event description:
During a rescue attempt the AED prompted the user to attach the second pad after it had already been placed on the pt. The user removed the pad and reattached it and the AED continued to prompt the user to attach the second pad. The same prompt continued after the pads connector was disconnected and reconnected to the AED. Another AED was attached to the pt and a shock was delivered. After the ambulance crew arrived, they attached their monitor and delivered 2 more shocks before transporting the pt to the hospital. The pt survived.